Manufacturer narrative:
After the deployment of a 5f mynxgrip vascular closure device (vcd), the physician noticed during the waiting time of 120 seconds, that there was presence of the closing device protruding on the skin of the patient. The procedure was continued, and the balloon was deflated and attempted to be withdrawn, except for the unknown sheath. During withdrawal of the unknown guidewire together with the device, a strong resistance was encountered, and they were not able to remove the device. The physician decided to cut the device which caused part of the balloon and the guidewire to remain inside the patient. The patient was placed under observation/monitored and did not experience any discomfort. The device was stored and handled as per the instruction for use (IFU). The device storage temperature did not exceed 25° celsius. The device was prepped according to the IFU. This was a diagnostic procedure. An antegrade approach was used in the procedure. The target lesion was the femoral artery. It was not calcified but had a certain degree of fibrosis. There was no presence of calcium in the vicinity of the puncture site. There was no vessel tortuosity. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath. The vessel diameter was verified to be greater than 5mm in diameter. A 5f non-cordis sheath was used in conjunction with the device introducer. The stopcock of the introducer sheath was opened prior to shuttling down. There was no excess force applied during insertion. There was no significant resistance or excessive force applied when shuttling down. The deployer was not pinching/pinning the balloon with the advancer tube. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or the device after removal. Half of the balloon and distal portion of the device remained in the patient. No further procedures were done to remove the remain products. The event did not cause a clinically relevant increase in the duration of the procedure. The patient's hospitalization was not extended as a result of the event. After the event, the patient recovered. The product was returned for analysis. One non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, the procedure sheath was on the device, fully retracted, and the distal end of the returned device was observed to have been cut off at the middle of the balloon and not returned with the device as received. The advancer tube and sealant were not returned with the device. The condition of the returned device does match the description of the complaint. The device was inspected for anomalies that may have contributed to the reported incident. No anomalies were observed. Functional analysis could not be performed as the device was returned dissected. Per microscopic analysis, the location where the returned device dissected was observed. A product history record (phr) review of lot f1917702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment-partial¿ and ¿balloon retraction jam-inside the vessel,¿ were not be confirmed as the entire device was not returned and procedural images were not received. The exact cause of the reported failures could not be determined during analysis. Based on the information available for review and the product analysis, vessel characteristics, such as fibrosis, and procedural factors may have contributed the reported events. In addition, the sealant misdeployment could have contributed to the balloon retraction jam inside the vessel. If the balloon was not fully deflated, it may have caused the balloon retraction jam inside the vessel. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds. Retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. If unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after the deployment of a 5f mynxgrip vascular closure device (vcd) the physician noticed during the waiting time of 120 seconds, that there was presence of the closing device protruding on the skin of the patient. However, the procedure was continued; the balloon was deflated and attempted to be withdrawn, except for the unknown sheath. During withdrawal of the unknown guidewire together with the device, a strong resistance was encountered, and they were not able to remove the device. Therefore, the physician decided to cut the device which caused part of the balloon and the guidewire to remain inside the patient. The patient was placed under observation/monitored and she is not experiencing any discomfort. The device was stored and handled as per the instruction for use (IFU). The device storage temperature did not exceed to 25° celsius. The device was prepped according to the IFU. This was a diagnostic procedure. An antegrade approach was used in the procedure. A 5f non-cordis sheath was used in conjunction with the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The target lesion was the femoral artery. It was not calcified but had a certain degree of fibrosis. There was no presence of calcium in the vicinity of the puncture site. There was no vessel tortuosity. The stopcock of the introducer sheath was opened prior to shuttling down. There was no excess force applied during insertion. There was no significant resistance or excessive force applied when shuttling down. The deployer was not pinching/pinning the balloon with the advancer tube. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or the device after removal. Half of the balloon and distal portion of the device remained in the patient. No further procedures were done to remove the remain products. The event did not cause a clinically relevant increase in the duration of the procedure. The patient's hospitalization was not extended as a result of the event. After the event, the patient recovered. The device will be returned for evaluation. Additional procedural details were requested but are unknown.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after the deployment of a 5f mynxgrip vascular closure device (vcd) the physician noticed during the waiting time of 120 seconds, that there was presence of the closing device protruding on the skin of the patient. However, the procedure was continued; the balloon was deflated and attempted to be withdrawn, except for the unknown sheath. During withdrawal of the unknown guidewire together with the device, a strong resistance was encountered and they were not able to remove the device. Therefore, the physician decided to cut the device which caused part of the balloon and the guidewire to remain inside the patient. The patient was placed under observation/monitored and she is not experiencing any discomfort. The target lesion was not calcified but had a certain degree of fibrosis. The device was stored and handled as per the instruction for use (IFU). The device was prepped according to the IFU. The device will be returned for evaluation.